Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge for the repair found out that both patient pumps and the distribution board were defective. He addressed the failure back to the loose yellow plug in the cardioplegia valve block. Due to the leak, the water reached the bridges damaging pumps electronics and consequently the distribution board. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with both patient pumps not working and displaying an error code on the patient side. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.